Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located a crack on the back side of the pump found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Insulin pump inspection: pillowing keypad overlay, cracked keypad overlay, scratched lcd window, cracked case, cracked case (battery tube), battery tube threads - cracked, cracked belt clip rails, label damage(end cap address label faded), partially detached retainer and cracked retainer. Cosmetic damage was confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on backside. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.